Event description:
The external pulse generator was returned as per instructions related to a corrective field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis noted that the device needed a battery shorting bar, that one knob was missing and two were loose and the encoder nuts were not torqued to specification. All found defective parts were replaced and all other identified issues were resolved. (B)(4).